Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance on any vector associated with pole l4. No action was taken because l4 was not currently being used in any pacing vector, and the lead remains in use. No patient complications have been reported as a result of this event.